Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction where main half height drawers 3.1 and 3.2 were not detected on the bus. It was also noted that the station screen turned black prior to the failure of the drawers. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer failed due to a defective drawer control board. A field service engineer replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.